Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
The calibration and qcs were acceptable. The alarm trace did not indicate any issues. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable low calcium gen.2 results from the cobas 6000 c 501 module. The samples were repeated on another cobas c501 at another site. Two examples were provided. Patient 1 initial result was 6.0 mg/dl. The repeat result was 8.5 mg/dl. Patient 2 initial result was 7.9 mg/dl. The repeat result was 8.4 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6). The field service engineer found there was a bent sample probe. He adjusted the sample probe and ran precision testing, which passed. The customer ran qc, which passed. The investigation is ongoing.